Manufacturer narrative:
Conclusion: a needle that broke at the attachment end was submitted for this evaluation. A visual inspection revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needles.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch db2375 mfg date: 02/01/2011, exp date: 01/31/2016. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00744. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a uterine myomectomy procedure on (B)(6) 2011 and suture was used. During the procedure , the needle broke at the middle of the body of the needle. No fragments remained at the patient's body. There was no adverse consequence to the patient. The surgeon opined that the myoma was too hard.